Manufacturer narrative:
Follow up report 1 (device evaluation): the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted after it was found to be in elective replacement indicator (eri) status during an in-clinic visit, and approximately nine days later, the device progressed to end of life (eol) status quicker than expected. A revision procedure was performed, during which this device was successfully replaced with another. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted after it was found to be in elective replacement indicator (eri) status during an in-clinic visit, and approximately nine days later, the device progressed to end of life (eol) status quicker than expected. A revision procedure was performed, during which this device was successfully replaced with another. No additional adverse patient effects were reported outside the revision procedure.